Manufacturer narrative:
Pump passed the displacement test. Unit received compromised force sensor alarm during the basic occlusion test due to loose/flush drive support disk. Unable to perform prime/delivery test, excessive no delivery test and occlusion test due to compromised force sensor alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 185 mg/dl at the time of the incident. The insulin pump will be returned for analysis.